Event description:
My problems started in may 2001 and are still occurring. May 2001- joint pain, fingers and hands. April 2002-joint pain, fingers, hands, wrists. November 2004- tongue ulcers, chronic cancer sores, thrush. Also during these years, I have experienced numerious bladder infections, elevated ana factor, and year around seasonal allergies. I still have these problems today. Since may of 2001, I have been on numerous steroidal medications and anti-inflammatories. I have been tested for ra and lupus. All coming back negative with only an elevated ana. I have had my implants removed as of 2005.